Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
The customer reported that the ventilator main led I(light emitting diode) indicator is not lit. The customer reported that the unit was in use on the patient, but there was no patient harm reported. Patient information and event date were requested from the customer, but no response received. The field service engineer (fse) was able to verify the reported problem. The fse replaced the power supply, keypad, and power switch overlay to address the reported problem.